Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime test. Unit was received with stuck in motor error alarm loop during bolus basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 194 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.